Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) cylinder migrated into the scrotum, resulting in a corporotomy rupture. This occurred because the patient prematurely activated the ipp two weeks postoperatively. A surgical procedure was performed; the patient had previously been implanted with a single cylinder on the right side. That cylinder and the pump were explanted, and a complete washout was carried out. The reservoir fluid was drained and refilled with 70 cc. A new cylinder was implanted on the right side only, and the left cylinder was plugged. No additional patient complications were reported.